Event description:
It was reported that a clearlink solution set was pinched causing a hole in the tubing and the solution to leak out. A flo-gard was being used with the set during an unknown process step. It is unknown what drug was being used with the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.